Manufacturer narrative:
The insulin pump was received with currents in spec. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 428 mg/dl during time of incident. The customer's current blood glucose is 600+ mg/dl. The customer treated with a syringe. The customer had symptoms such as being thirsty, frequent urination, dizzy and lethargic. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.